Manufacturer narrative:
A review of the stapler logs show that there were two sureform 60 stapler instruments used in the procedure. The first sureform 60 stapler instrument was installed on the system 4 times and fired 4 blue sureform 60 reloads. On installs 1 and 2, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The second sureform 60 stapler instrument was installed on the system 6 times and fired 6 blue sureform 60 reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, tissue was pushed and not properly stapled or cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, the staple line opened and there was excessive bleeding. The following information is unknown: what surgical/medical intervention was rendered due to the bleeding and the estimated blood loss volume associated with the complication. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.